Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The alarm was resolved by changing the infusion set and reservoir. However, the customer's blood glucose remained high. The patient's blood glucose had been in the 400 mg/dl range and all the way up to the 600 mg/dl range for the past several hours. The patient had been attempting to treat via insulin pump bolus. Further troubleshooting for the high blood glucose did not occur. The insulin pump was not returned for analysis.